Event description:
An mpm 17 was reported to have display problems which were described as; the screen went blank during use. Then an alarm sounded followed by "default setting restored." The unit was in contact with a pt. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.